Event description:
On (B)(6) 2007, pt (B)(6) was undergoing surgical/dental procedures at the office of dentist (B)(6). The dentist used a benco needle to perform a mandibular block injection on the pt. The needle broke and become stuck in the pt's mouth. The pt was hospitalized and the needle was surgically removed. She has experienced decreased use of her jaw, difficulty eating, swelling, slurred speech, drooling, pain in right ear, pain in jaw, pain in right side of her throat, and dietary restrictions. The surgical removal of the needle also has resulted in permanent scarring.